Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: keypad button contact contamination, display defect.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was torn from the down arrow button to the bottom of the keypad with the button contacts exposed. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The battery compartment was cracked from the top of the battery compartment to the case seal. The display screen was noted to be dim and discolored. The display was replaced with a test display, which illuminated properly.